Manufacturer narrative:
E1: patient city: (B)(6). Patient country: south africa.

Event description:
Reference number: (B)(4). Event occurred in south africa. It was reported that the patient was unable to find the infusion set cannula on (B)(6) 2025. The infusion set had been inserted in the abdomen for less than one day. No further information available.